Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 12-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving di laudid (20000mcg/ml at 5514mcg/day), bupivacaine (19037mcg/ml at 5249mcg/day) and clonidine (190.4mcg/ml at 52.50mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient had a lack of efficacy. There were no applicable environmental, external, or patient factors. No diagnostics or troubleshooting was performed. The patient's catheter was replaced and it was suspected the catheter was clogged. The catheter was discarded and the issue was resolved at the time of the report.